Manufacturer narrative:
H3 device evaluated by MFR: received for analysis was the lotus edge valve delivery system. The lotus edge valve delivery system was received fully sheathed. An examination of the lotus edge valve delivery system identified a kink on the outer sheath approximately 5cm proximal from its distal end. As part of additional analysis the lotus edge valve delivery system was unsheathed and no issues were observed with any of the lotus edge valve components. The device ports were flushed with saline and the device was resheathed. Using another lotus introducer sheath from the lab, the lotus edge valve delivery system was inserted through the sheath with no resistance noted. As part of the final functional testing the lotus edge valve was released without any restrictions. Procedural media was received to aid in the investigation and was reviewed by a bsc quality engineer. The media received for review consisted of 4 images from the 3mensio and a video clip lasting 11 seconds which captures the kink occurring in the lotus edge valve system delivery catheter. It is clear from the video that during the physicians attempts to advance the lotus edge valve delivery system over the aortic arch, that the marker on the lotus edge valve delivery system catheter was not aligned towards the outer curvature of the aortic arch.

Event description:
It was reported that a catheter kink occurred. Vascular access was obtained by a transfemoral approach. A large lotus introducer sheath was placed. The physician encountered difficulty inserting the 27mm lotus edge valve system through the lotus introducer sheath. When the 27mm lotus edge valve system was in the abdominal aorta, the physician tried to position the radiopaque marker on the outer curvature on the anatomy by rotating the 27mm lotus edge valve system while moving the 27mm ltous edge valve system forward, a kink appeared on the catheter of the 27mm lotus edge valve system. The 27mm lotus edge valve system was removed from the patient. The procedure was completed with the implant of a 26mm non-bsc valve. No patient complications were reported. The patient is fully recovered.

Event description:
It was reported that a catheter kink occurred. Vascular access was obtained by a transfemoral approach. A large lotus introducer sheath was placed. The physician encountered difficulty inserting the 27mm lotus edge valve system through the lotus introducer sheath. When the 27mm lotus edge valve system was in the abdominal aorta, the physician tried to position the radiopaque marker on the outer curvature on the anatomy by rotating the 27mm lotus edge valve system while moving the 27mm ltous edge valve system forward, a kink appeared on the catheter of the 27mm lotus edge valve system. The 27mm lotus edge valve system was removed from the patient. The procedure was completed with the implant of a 26mm non-bsc valve. No patient complications were reported. The patient is fully recovered.